Event description:
The user facility reported that the physician was attempting to re-cannulate the patient's chronically occluded innominate veins. The physician was attempting to re-cannulate the right innominate via femoral venous access. When the physician was within the occlusion, using the stiff angled glidewire, he pulled back on the wire, and approximately 40mm of the tip of the wire broke off into the occlusion. The physician did not attempt to retrieve the tip of the wire, as he believed he would not be successful in the re-cannulization, and the wire was completely within the occluded segment and would not be harmful to the patient. He then attempted to recanalize the left innominate vein and was successful. A stent was placed from the left innominate into the superior vena cava (svc), crossing the right innominate where the wire was. The patient remained stable throughout and the procedure was a success. The procedure was a superior vena cava recan. There was no blood loss. Additional information was received on 06aug2025: the broken wire was left in the patient, and no attempt was made to retrieve it.